Event description:
Vascular occlusion [vascular occlusion]. Rha redensity in marionette, around the chin and in the tear trough [off label use]. Case narrative: united states report received from a nurse via company representative on 18-apr-2024, refers to a 39-year-old female patient (dob: (B)(6) 1984), who received rha redensity on 17-apr-2024 for unknown indication. The patient's medical history included hrt (hormone replacement therapy), hysterectomy and depression. Patient cosmetic history included sculptra (poly-l-lactic acid), prf (platelet-rich fibrin biomaterial) gel, procedure sylfirm radiofrequency energy (rf) and lyft since 2020 for smooth trends marionette and chin crease. Patient had not had any hypersensitivity nor allergy nor auto-immune disease nor surgery or dental treatment. Concomitant medication included lexapro (escitalopram oxalate). On (B)(6) 2024 at approximately 1:30 pm, 1 syringe of rha redensity was applied in the tear trough, 0.25 ml was used in each marionette, 0.5 ml around a chin and 1 ml into tear trough. The pilot hole was placed above the marionette line and applied in the marionette and around the chin, using cannula with gauge size 25. Lot number: (10)23012al0, expiration date jan-2026. On the same day, during the injection, the patient experienced vascular occlusion. The skin around the marionette blanched. This area was vigorously massaged. Capillary refill was taking 2- 3 seconds. The patient started taking aspirin 8 mg (acetylsalicylic acid) and viagra 50 mg (sildenafil) for open up blood flow. Mottling and delayed capillary refill was noted around 8 pm that night and the patient presented to clinic where she was treated with 4700 units of hylenex (hyaluronidase) over 3 days. The patient did not report pain in the area but continued to follow up with the injector as blanching of the tissue dissipated and refill returned to normal. The patient was also treated with warm compresses. On (B)(6) 2024, capillary refill appeared to be within normal limits and the affected area still looked mottled. The nurse continued to follow up regularly with the patient and received pictures and videos for assessment. The patient was planning to report back to the clinic for assessment. On (B)(6) 2024, the treatment with hylenex was discontinued. On (B)(6) 2024, the outcome of the event vascular occlusion was resolved and patient stopped with aspirin and viagra. The pictures of patient after treatment were provided. The intensity of the event vascular occlusion was reported as moderate. It was not reported if the product was available for return. Health effect ¿ clinical code: e2328, obstruction/occlusion health effect ¿ device code: a2304 off-label use. Follow up information received from a nurse via company representative on 23-apr-2024: included updated event to vascular occlusion (events of pallor, livedo reticularis were removed). Narrative updated accordingly. Follow up information received from a nurse via company representative on 02-may-2024: included patient initials, dob, pregnancy, medical history, previous aesthetic procedures, concomitant medication, lot number and expiration date for rha redensity, volume per injection site, date of resolution, additional injection site location, intensity of event, treatment for the event (frequency and stop date), indication for viagra. Narrative updated accordingly. Case comment: a causal relationship between the rha redensity and reported vascular occlusion is assessed as possible based on the suggestive temporal relationship and lack of alternative etiologies that can be identified based on the information reported. The company will continue monitoring the benefit-risk profile for the product.

Event description:
Vascular occlusion [vascular occlusion] . Rha redensity in marionette, around the chin and in the tear trough [off label use] . Case narrative: united states report received from a nurse via company representative on (B)(6) 2024, refers to a female patient of unknown age, who has received rha redensity on (B)(6) 2024 for unknown indication. The patient's medical history was not provided. On (B)(6) 2024 at approximately 1:30 pm, 1 syringe of rha redensity was applied in the tear trough, 0.25 ml was used in marionette and around a chin. The pilot hole was placed above the marionette line and applied in the marionette and around the chin, using cannula with gauge size 25. On the same day, during the injection, the patient experienced vascular occlusion. Skin around the marionette blanched. This area was vigorously massaged. Capillary refill was taking 2- 3 seconds. The patient started taking aspirin (acetylsalicylic acid) and viagra (sildenafil). Mottling and delayed capillary refill was noted around 8 pm that night and the patient presented to clinic where she was treated with 900 units of hylenex (hyaluronidase). The patient did not report pain in the area but continued to follow up with the injector as blanching of the tissue dissipated and refill returned to normal. On (B)(6) 2024, capillary refill appeared to be within normal limits and the affected area still looked mottled. The nurse continued to follow up regularly with the patient and received pictures and videos for assessment. The patient was planning to report back to the clinic for assessment. On an unknown date in (B)(6) 2024, the outcome of the event vascular occlusion resolved. The pictures of patient after treatment were provided. The intensity of the event was not reported. It was not reported if the product was available for return. Health effect ¿ clinical code: e2328, obstruction/occlusion health effect ¿ device code: a2304 off-label use. Follow up information received from a nurse via company representative on 23-apr-2024: included updated event to vascular occlusion (events of pallor, livedo reticularis were removed). Narrative updated accordingly. Case comment: a causal relationship between the rha redensity and reported vascular occlusion is assessed as possible based on the suggestive temporal relationship and lack of alternative etiologies that can be identified based on the information reported. The company will continue monitoring the benefit-risk profile for the product.